Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
A refill was performed on (B)(6) 2015. A nurse performing the refill got back about 6 milliliters (ml), and they were expecting to withdraw about 7.5 ml from the pump. The nurse initially noticed some resistance, but then checked everything and stated it injected easily after that. They instilled 40 ml of 2000 mcg/ml gablofen (baclofen). They then noticed a "bubble" or "bleb" at the refill site after removing the drape, and they then accessed the pump again and aspirated about 11 ml out of the pump. There were 29 ml unaccounted for. Within about five minutes the patient experienced progressive and rapid symptoms of intrathecal baclofen overdose and went into cardiac and respiratory arrest. They were unconscious, and they were not breathing. A code was called and it took ten minutes to resuscitate the patient. They believed there was at least five to six minutes before the patient had a spontaneous heartbeat. A previous healthcare provider reportedly used their own needles when refilling the pump (which were not lioresal refill kits when the pump had been refilled with lioresal), so the physician was wondering if the septum may be damaged or compromised by whatever refill procedure or components were used. The pump was empty as of (B)(6) 2015, and the doctor believed something was wrong with the pump at this point, thinking the valve over the pump was now defective. They were wondering if it was possible that drug was extravasating from a damaged septum. They were wondering if there was damage due to different needles that were used outside of their office to fill the pump. As of (B)(6) 2015 the patient was in the intensive care unit, and their neurologic status and whether or not they would survive was not known. The patient was receiving intrathecal gablofen (baclofen) 2000 mcg/ml at around 800 mcg/day. The pump was replaced on (B)(6) 2015. The patient was indicated for the following uses: intractable spasticity and cerebral palsy. For information regarding a pocket fill performed in (B)(6) 2015, refer to manufacturer's report #3004209178-2015-04255.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.